Manufacturer narrative:
(B)(4). Date sent: 04/20/2022. Additional information: the device will not be returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch #: unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer surgery, when severing rectal tissue, after fired, noted the some staples malformed with straight leg. And suture was used to complete surgery. There was no patient consequence reported. No additional information can be provided.